Event description:
It was reported that the flex tray was to be used during an ob/gyn procedure. It was reported that "when they opened the box and the package was picked up, it was noticed that the sterile plastic seal was opened. Another tray was opened for the procedure. There was no consequence to any patient.